Manufacturer narrative:
Technical services discussed potential insulation abrasion on the lead and recommended continuing to monitor. It was suggested that a new rate/sense lead be placed in the rv at the next change out. An implant form shows that an invasive procedure was performed the following month to implant a new rv pacing lead and to cap the rate/sense portion of this chronic defibrillation lead. Boston scientific received new information that the shock impedance was >125 ohms, and the clinic had been aware of the out of range measurements since (B)(6) 2009. Technical services discussed testing the shocking lead integrity with a minimum and maximum energy shock. Two weeks later, a competitive field representative contacted technical services to obtain the lead specifications for this patient. No further information was available. The status of the device and leads was not known. The boston scientific field representative noted that the physician had mentioned he was sending the patient to another facility for a possible lead extraction, and also noted that the competitive field representative that called technical services was the representative for that facility, so it was likely the defibrillation lead was extracted and replaced with a competitive lead.

Event description:
--

Manufacturer narrative:
A clinician later confirmed that the device and atrial and rv leads had been explanted and replaced with competitive products. She was not able to interrogate the device with a boston scientific programmer and discovered in the patient's records that the device was explanted and replaced with a competitive device. A review of the patient's file also noted that during the replacement procedure, insulation damage was observed on the atrial and defibrillation leads. Also, the clinician reported that the defibrillation lead broke with minimal traction. The explanted lead was not returned, so clinical observations cannot be confirmed. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited noise on the right ventricular channel. The noise could not be reproduced, and no inappropriate shocks were received due to the noise. It was noted that the rv pacing impedance had decreased from 400 ohms to <200 ohms. Rv pacing thresholds had increased; r-waves were stable and shocking impedances were normal.